Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vessel using a pod packing coil (pod pc), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted several pod coils into the target location. After advancing a pod pc into the target location, the physician observed that the pod pc was not taking its intended shape and subsequently, the coil unintentionally detached in the vessel. The procedure was completed by using the same lantern to implant a non-penumbra coil to anchor the pod pc, and another pod coil was implanted in another vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.